Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Customer support provided information on resetting the pump, but the malfunction recurred. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.